Event description:
It was reported that during the implant procedure, the physician noted inconsistency or distortion of the outer insulation of the pacing lead. Lead parameters tested normal with no change noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.